Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed and found that insulin exited during the prime test, but it appeared like there was less insulin than normal. It was reported that the customer's blood glucose levels dropped while at the hospital, but when the customer began using the insulin pump again, her blood glucose levels did not drop. Nothing further was reported.